Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after implant this device displayed noise and oversensing. There were no inappropriate therapies delivered. The clinical observations were reported to have been resolved. There were no adverse patient effects. The device remains in service.